Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, kidney disease/toxicity, live disease, lung disease, and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleging asthma, kidney disease, liver disease, lung disease, and cancer. No medical intervention was specified by the patient. During the investigation pil observed the control knob and sd card cover were missing. Pil observed light scratches, dried liquid spots, unknown contamination and dust-like contamination with potential hair-like particles on the top cover. Dust-like contamination with potential hair-like particles were observed on the right side cover. Dust-like contamination was observed in the air inlet. Pil observed light scratches with a dust-like contamination on the bottom enclosure. Dust-like contamination was observed on the interior side of the top cover. A considerable amount of dust-like contamination with potential hair-like particles were observed around the control knob of the pca. Pil observed the black wires connection on the j9 was burned through the plastic. (Inv0636) addresses the issue of the j9. Dust-like contamination was observed on the interior side of the left side panel, on the blower box, on and in the blower motor, on the bottom of the blower housing, on the sound abatement foam, and around the bottom enclosure. A crystalized form of contamination was observed in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6tflg) dust-like contamination with potential hair-like particles and dried liquid spots were observed on the exterior and interior of the humidifier flip lid assembly. Dust-like contamination was observed on the right and left side panels, and on the exterior of the water tank. A heavy amount of whitish dust-like contamination consistent with mineral deposits was observed throughout the interior of the water tank. A whitish/brown contamination was observed on the humidifier flip lid assembly seal. A heavy amount of potential hair-like particles with dust-like and unknown contamination was observed in the humidifier bottom enclosure, on the dry box, in the lower base and, on and under the heater plate. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.